Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. A photo was provided. Visual inspection identified a power handle error on the screen of the handle. Functional testing found hall sensor circuitry inside the motor is damaged. A review of the system logs showed handle error was result of handle failing motor test. It was reported that the powered handle started up with a handle error screen and no piezo sound. A related device issue was confirmed. The most likely root cause was attributed to failure of the hall effect sensor in the motor. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle from the charger was removed (solid green battery light), it then showed a handle error. A soft reset was done but got the same error message. No patient involved.